Event description:
The customer reported that the device failed to recognize one of the batteries. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer went to the customer site and confirmed the failure. The battery had a cosmetic issue that prevented the battery from being fully inserted. The issue was resolved by adjusting the battery case. The device passed all testing and remains at the customer site.